Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is implanted with a cardiac resynchronization therapy device (crt-d). The device was programmed to electrocautery mode in order for the patient to undergo surgery on his shoulder. A ventricular fibrillation (vf) event occurred during surgery and review of the arrythmia was requested as the patient required external rescue. A boston scientific technical services (ts) consultant reviewed the vf episode and suspected there may have been r on t as a result of electrocautery mode which provides voo pacing at 95ppm. The caller also reported a decrease in shock impedance measurements from 85 ohms pre-surgery to 57 ohms post external shock and 39 ohms the day after the procedure. There were no out of range measurements observed. The ts consultant discussed and documented the shock impedance values. The system remains in service and no adverse patient effects were reported. It was reported that review of the most recent remote monitoring download confirmed shock impedance has gradually returned to the pre-external shock level of approximately 80 ohms. A similar decrease and recovery in pacing impedance on all leads was identified. The trend improved as patient activity started increasing, likely post-surgery healing and lack of movement. Pacing thresholds were stable in all leads throughout the year and there were no recent stored events beyond pacesafe threshold tests. Presenting electrogram (egm) on latitude confirms egm channels are clean. It appears the observed decrease in impedance across the system was more a physiologic drop as all leads were affected and slowly increased back in line with data consistent for the 8-9 months prior. Ts recommends continuing normal, routine follow-ups at this time. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is implanted with a cardiac resynchronization therapy device (crt-d). The device was programmed to electrocautery mode in order for the patient to undergo surgery on his shoulder. A ventricular fibrillation (vf) event occurred during surgery and review of the arrythmia was requested as the patient required external rescue. A boston scientific technical services (ts) consultant reviewed the vf episode, and suspected there may have been r on t as a result of electrocautery mode which provides voo pacing at 95ppm. The caller also reported a decrease in shock impedance measurements from 85 ohms pre-surgery to 57 ohms post external shock and 39 ohms the day after the procedure. There were no out of range measurements observed. The ts consultant discussed and documented the shock impedance values. The system remains in service and no adverse patient effects were reported.